Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion and infection. Reportedly, the patient's pocket was open. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service.